Manufacturer narrative:
The failure investigation has been completed and the alleged malfunction 12 issue was verified. Additionally, the alleged out of range issue was verified in the pump logs; however, no failure was identified.

Event description:
It was reported that out of range issues occurred between the transmitter and pump greater than 15 minutes, with no continuous glucose monitor (cgm) sensor readings. Reportedly, the pump and transmitter regained connection. Additionally, it was reported that a malfunction alarm occurred. Reportedly, customer continued using pump for insulin therapy. Customer¿s blood glucose level was in 78-245 mg/dl range.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.